Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the front panel unit failure was confirmed due to a defective printed circuit board. In addition, connector unit lock mechanism damage and slight dents were found on the side of the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center front panel is stuck and button is not working. The narrow band imaging function was disabled and the auto light control failed to work. In addition, the image of the endoscope was appearing with no error code and the keyboard was not working. The event occurred during procedure and there was no patient harm or user injury reported due to the event. This report is being submitted for the front panel button failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the front panel did not work due to a faulty patient circuit (cp) board. No further information could be obtained; therefore, the cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.